Event description:
Complainant alleged that during biomed testing, lines appeared on the device's display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the product and will be providing a follow-up report when our investigation is completed.